Manufacturer narrative:
A good faith effort for follow-up was conducted but no additional information was obtained. The ins (37713) remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4). The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Patient hasn't seen hcp since implant. Patient has a sharp pain in his back and doesn't know if its related to recharging or not recharging. Patient has pain a couple hours during recharging and afterwards. He had pain yesterday and hasn't recharged the stim in one week. He has the ins on the right side but the electrodes are on the left side of the spine. Due to arthritis hcp wasn't able to insert the wires in between the vertebrae so they stuck it on the left side of his back and sewed him up. Patient has pain for last two years and can't remember how it came on (sudden or gradual). Patient states it started when he was recharging but now it is not just happening when he isn't recharging. The pain has gotten worse in the last couple months and they aren't sure if its related to the wires or not. It was reported system explant had occurred. It was noted the event occurred during normal use. It was reported explantation occurred on (B)(6) 2013. It was logged the device would not be returned as the customer discarded it. It was reported there were stimulation therapy issues of the patient never having therapeutic effect. It was reported there was impedance testing, x rays and reprogramming done. It was also reported stimulation had never been effective for the patient¿s chronic low back pain. It was noted the patient status at the time of report was alive with no injury and there were no patient symptoms or complications associated with the event. It was reported the stimulation system was explanted and a morphine pump was implanted on the day of report and the rep was to have no further contact with the patient to determine effectiveness of the therapy.